Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon ruptured during use in the patient at 6 atm; however, the stent was successfully deployed. The balloon was reportedly removed without further incident. No patient effects were reported. No additional event or patient information is available.